Event description:
It was reported that there was a long hair in the catheter once the package was opened for the first time. The operator discarded the catheter due to the concern about contamination by the usage of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is inconclusive due to the state of the returned sample. One photograph of a 5 fr dual lumen powerpicc kit tray was returned for evaluation. An initial visual observation of the photograph showed an opened powerpicc kit with foreign material that appears to be a hair within the kit tray. The opened state of the packaging made it difficult to assess when and where the foreign material came into contact with the kit tray. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint of a foreign material could not be independently confirmed without evaluation of a sealed kit; however, the report of a foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that there was a long hair in the catheter once the package was opened for the first time. The operator discarded the catheter due to the concern about contamination by the usage of the device. No other information was provided.